Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the cable was out of electrical specification. It was also noted that the label was delaminated. (B)(4).

Event description:
It was reported that the radiofrequency programmer head had the word "broken' written on its box. The programmer head was returned for service. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.